Event description:
Legal counsel for the patient reported patient underwent a left shoulder open reduction internal fixation on (B)(6) 2010. Patient's legal counsel further reported patient was revised on (B)(6) 2011 due to patient allegations of pain and a fractured plate. All components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. ("Depuy") on june 16, 2012 ("closing date"). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product or actually sold the product to the healthcare provider. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.) Depuy also sold the product that is the subject matter to the healthcare provider involved.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Material analysis was unable to identify type or cause of break. The root cause could not be determined due to insufficient information.